Event description:
It was reported, the pt felt ineffective stimulation, and she has been reprogrammed multiple times. The pt's surgeon allegedly referred her back to her pain management physician for an alternative treatment. No intervention related to the scs system is planned at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.